Event description:
It was reported that a diagnostic anomaly related to increased battery longevity was observed. It was noted that a remote transmission in (B)(6) 2023 showed less than three months to the elective replacement indicator (eri) while a transmission in (B)(6)2023 showed 8.6 months to eri. The physician inquired about the increase. The physician understood battery longevity was an estimate depending on usage. The physician was to continue monitoring the patient. The patient was stable.